Event description:
It was reported that there was "dirt observed at the connection between the purple tube and the input tube" of a prismaflex m150 set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the set showed black particulate matter at the level of the four-way connector of the access line, embedded inside the gluing site. The particulate was identified as remnant of the production floor workshop. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the presence of the particulate was determined to be related to the manufacturing visual inspection process as the defect was not detected. Should additional relevant information become available, a supplemental report will be submitted.